Manufacturer narrative:
Product name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®). (B)(4). Device evaluated by manufacturer: no - lens remains implanted. Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, there was no adverse outcome or product allegation associated with this product event. Lens remains implanted.

Event description:
It was reported that the surgeon implanted a aa4204vl silicone single piece lens in the patient's left on (B)(6) 2014. The lens expiration date was (B)(6) 2014. The lens remains implanted.